Event description:
The user facility reported to have experienced difficulty inserting the device through an unspecified ureteral sheath during a therapeutic ureteroscopy. The distal tip of the device was said to have buckled during insertion and would not go through the ureteral sheath. The device was safely withdrawn and the users reported to have utilized a different, but similar device to complete the procedure. There was reportedly no pt injury associated with this event.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional detailed info regarding the reported event, but no additional info was provided. The device referenced in this report was returned to olympus for eval. The eval did not confirm the alleged buckles on the insertion tube. However, the bending section cover glue was found to be cracked and the grip cover, light guide cover, and up/down cover plate was found to be blistered and peeling due to chemical damage. The device was tested and passed all functional tests. The device was repaired and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.